Event description:
The tissuelink adp2.1 adapter was set up for use with a compatible tissuelink disposable device, the device did not activate. Sales rep noted that the adapter felt warm to touch, and at that point removed it from the generator. There was no effect to the generator. Another tissuelink adapter was set up for use with the same tissuelink disposable device and plugged into a different generator and surgery was completed with no incident. Adp was returned to tissuelink for eval. No injury to the pt or user nor any negative effect to the electrosurgical generator used.